Manufacturer narrative:
On august 5, 2019 the suspect medical device was updated from alinity b-hcg reagents ln 07p51-20 lot 89203ui00 to aliniy I analyzer ln 03r65-01 sn (B)(6). Manufacturers report 3002809144-2019-00513 has been submitted and all follow up information will be provided in that report.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive b-hcg results on the alinity analyzer. The following data was provided: sid (B)(6) initial 1800, repeated in duplicate less than 2 iu/l. There was no impact to patient management reported.